Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was unable to insert multiple usb cables into the usb port. Subsequently, the customer was unable to charge the pump. The charging supplies were confirmed to charge another device successfully. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump until the replacement pump is received.